Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on first day of ilet therapy experienced hyperglycemia with blood glucose reaching 371 mg/dl for approximately two hours despite insulin delivery, and troubleshooting included verification of supplies, confirmation of flow through tubing, and a site change with subsequent insulin delivery and education on device learning. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no professional medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included technical support review with user-assisted inspection and consumable replacement. Investigation of this case revealed no device alarms, no visible leakage, and resolution after infusion site change while acknowledging early adaptation of the closed-loop system. It was concluded that the cause of hyperglycemia was unclear and that device function could not be confirmed to have malfunctioned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.